Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a greenish liquid leak around the piercing station of the coulter lh 750 hematology analyzer. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the line to the bottom of the needle bellows was not fully connected. The fse replaced the tubing for the needle to blood detector (bd) there was no further evidence of leaking after the repairs. The fse verified the repairs were performed per established procedures. The fse verified the results met published performance specifications.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).